Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported that a patient had recently been promoted to a job where they could be exposed to stronger electromagnetic interference (emi) than they were before. The patient's device seemed to have turned off on its own. The patient had been around a potential source of emi (unknown what type but the patient worked with some type of lab equipment) at their work. The patient did not know the device was off until they started having a return of pain in the evening after work. The following morning the patient checked their device to find that it was off when they never turned it off. When the patient turned the device on, the pain went away. A sudden return of pain was reported. The patient's pain returned when their device was off. The patient was working with an engineer to access their work environment for risk of electromagnetic interference (emi). Relevant medical history includes angina.